Event description:
It was reported that prior to use it was discovered that the scale marking were missing with a bd syringe allergy 1ml w/ndl 26x3/8 ib. The following information was provided by the initial reporter: it was reported that numerous syringes were found to have no graduation markings and bent needles.

Manufacturer narrative:
H.6 investigation summary: customer returned photos of 1ml syringes in an open tray. Customer states that numerous syringes were found to have no graduation markings and bent needles. The attached photos were examined, and no defects were observed on any of the syringes shown. A review of the device history record was completed for batch # 8015599. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8015599. Medical device expiration date: 2023-02-28. Device manufacture date: 2018-01-15. Medical device lot #: 8059822. Medical device expiration date: 2023-03-31. Device manufacture date: 2018-02-28." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the scale marking were missing with a bd syringe allergy 1ml w/ndl 26x3/8 ib. The following information was provided by the initial reporter: it was reported that numerous syringes were found to have no graduation markings and bent needles.